Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 21 mmol/l (378 mg/dl) while wearing the pod between 4 and 24 hours on the back. Multiple corrections were administered using the pod, but the bg levels did not decrease. The pod was removed, insulin was noticed to be leaking out and the cannula was found bent. A new pod was applied to treat hyperglycemia.

Manufacturer narrative:
The returned device was evaluated and no kinks or bends were identified on the exposed portion of the soft cannula. Investigation found a tear in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear. Although the cannula was damaged, the timing and cause of the damage are unknown.